Event description:
Same case as 2134265-2012-00786. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter became stuck to a guide wire and balloon detachment occurred. The lesion was located in a severely tortuous left femoral artery. A coyote 2.0mm x 6.0mm x 150cm balloon catheter was inflated three times. Initial inflation was at 3 atms for 90 seconds, second inflation was at 3 atms for 90 seconds and the third inflation was at 3 atms for 109 seconds. During removal the balloon became stuck to a .014'' journey guide wire. The balloon detached from the catheter and was stuck to the guide wire. Both the balloon catheter and guide wire were removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Event description:
Same case as 2134265-2012-00786. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter became stuck to a guide wire and balloon detachment occurred. The lesion was located in a severely tortuous left femoral artery. A coyote 2.0mm x 6.0mm x 150cm balloon catheter was inflated three times. Initial inflation was at 3 atms for 90 seconds, second inflation was at 3 atms for 90 seconds and the third inflation was at 3 atms for 109 seconds. During removal the balloon became stuck to a .014" journey guide wire. The balloon detached from the catheter and was stuck to the guide wire. Both the balloon catheter and guide wire were removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote catheter was received with an unidentified guide wire. The guide wire was inside the wire lumen of the catheter, as reported. The tip was damaged. The inner shaft was separated 37 cm from the tip. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was a circumferential balloon tear 6.5 cm from the tip. The proximal balloon bond was stretched. The inner shaft was accordioned within the balloon and 5 cm proximal from the balloon separation. The guide wire was removed from the wire lumen of the catheter encountering resistance due to condition of the inner shaft. The product analysis results are consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).